Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the sales rep that during a laparoscopic appendicectomy, the firing stopped at about two third point from the proximal end at the 1st firing. The firing force was higher than expected and the firing trigger could not be grasped. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient. One ats45 and one 6r45b will be returning. Affiliate reference number: (B)(4). Please take photos for (B)(6) customer.

Manufacturer narrative:
(B)(4). Batch# m5466x. The analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge reload present. The returned reload was partially fired 3/8 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.